Manufacturer narrative:
The customer reported all other patient samples were running within specifications. The customer performed a visual inspection of the sample and found no abnormalities. The field service engineer verified the operation of the analyzer. He checked the alignments, pressures, rinse blocks, rinse volume, and lamp. He performed precision testing and the customer performed calibration and qc with acceptable results. Based on the provided information, the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable bilt3 bilirubin total gen.3 results for one patient tested on a cobas 8000 c 702 module. The customer reported the calibration and qc results were within the acceptable ranges. The patient's initial total bilirubin result was reported outside the laboratory. The patient's physician called the laboratory to confirm the reported results, and the customer performed repeat testing with the sample on a different c 702 module. The patient's initial total bilirubin result was 1.13 mg/dl. The patient's repeat total bilirubin result was 11.5 mg/dl. The customer determined the repeat result was correct. The total bilirubin reagent lot number was 57884801 with an expiration date of 30-jun-2023.